Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 30s (mg/dl). Reportedly, customer has exercised more than usual recently and believes basal settings may need adjustment. Food was consumed to address low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.